Event description:
Customer reported going to the emergency room due to a low blood glucose level. Customer also reported that the auto off feature of the insulin pump kept switching on and off. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.